Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection noted that the timing was disrupted. A functional evaluation found that the trigger was actuated, and the remaining twenty-six tacks deployed but did not seat properly due to the disrupted timing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was used to tack hernia mesh to the abdominal wall during a laparoscopic ventral hernia repair, they attempted to fire the tack, but was not able to penetrate the mesh and did not complete the firing cycle. An additional device was opened to complete the case. There was no patient injury.